Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail. Prior to the valve dislodgement the implant depth was at 4 millimeter (mm) on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). A non-medtronic guidewire was used during the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a tricuspid native valve with a mean gradient of 50mmhg. A pre-dilation was performed using an 18 fr balloon inside an annulus of 23mm. Valve implantation was normal without any unusual force. After final release, the valve dislodged into the ascending aorta. A non-medtronic valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evprop23-29; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evprop23-29; product lot/serial number unknown; product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three static images and one media file were provided for review. Patient¿s executive summary was not provided for anatomical review. Valve depth prior to release was deemed adequate, approximately 3 millimeter (mm). Medtronic recommends a target depth of 3mm. A recapture is recommended if depth =1mm or >5mm. In this case, a recapture was not warranted, and the valve was released. Evidence shows that during removal of the guidewire, it interacted with one of the paddles of the evolute frame and dislodged the valve aortic. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.